Event description:
Elastomeric pump contains checked valve in top of body pump. Pump is filled by 6cc syringe injecting into port. On two separate occasions, the check valve failed forcing fluid back into syringe pushing the syringe back and out. Presser didn't "pop" syringe out and no fluid actually touched the employee. Relevant medication is: 5fu (chemo). Second event took place on 2/9/99.